Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have had issues with low blood glucose values. The patient woke up with a low of 45 mg/dl, which they treated with six (B)(6) cookies. The customer also had a recent low of 64 mg/dl, which he treated by drinking coke cola. During troubleshooting it was confirmed that the drive support cap appeared normal. The reservoir contained the same amount of insulin as displayed on the status screen. However, the customer stated that their most recent infusion set change occurred on the same day their low blood glucose issues began. No apparent insulin pump issues were noted. The insulin pump was not returned for analysis.